Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis found the device to have a severely depleted battery. When powered by an external supply, the device was functional. However, high current drain was observed. The analysis was concluded with no cause determined for the depleted battery. (B)(4).